Event description:
After an implantation time of about 12 months, it was reported that the ICD displayed an error message regarding excessive power consumption. Biotronik has currently no other information regarding a revision/explant of the device. If we should receive additional details, this file will be updated. No deterioration of the patient&#62688;state of health was reported.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing production documents as well as the returned device data. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The available device data were analyzed. The analysis confirmed an increased power consumption of the device, which led to the error message noted at the clinical programmer. The current power consumption is constant and slightly above the warning limit. The cause of the increased power consumption could not be determined based on the available data. In summary, the clinical observation could be confirmed. The slightly increased power consumption is constant. Based on the available device data, no indication of a device malfunction was found. No material defect or manufacturing error could be detected during the analysis.

Manufacturer narrative:
The ICD first underwent a status interrogation. Matching the clinical observation, a message was displayed that the current uptake of the device was increased. The device status was mos 1, seven charge processes had been documented. The ICD underwent a function check. First, the current uptake of the ICD transmitted by telemetry was checked, which turned to be not as expected. The ICD capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. In a next step, the ICD was opened, and the internal structure was examined. The visual inspection of the internal structure showed no irregularities. The current uptake of the electronic module was measured directly and confirmed an increased power consumption. The battery was disconnected, and the electronic module was connected to an external voltage source. The current uptake continued to be increased. The current uptake returned to a normal value during the ongoing analysis. A long-term study of the current uptake was then performed under differing environmental conditions. During the long-term study, the current uptake of the electronic module was normal and as expected. The increased power consumption could not be reproduced. The cause of the clinical observation could therefore not be determined. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior, especially the current uptake of the ICD was normal. In summary, the cause of the increased current uptake could not be determined despite an extensive analysis. However, the therapy functions of the ICD continued to be available without limitations.

Event description:
Ous MDR - after an implantation time of about 12 months, it was reported that the ICD displayed an error message regarding excessive power consumption. Biotronik has currently no other information regarding a revision/explant of the device. If we should receive additional details, this file will be updated. No deterioration of the patients state of health was reported.